Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to a fractured right ventricular (rv) lead. Additionally, there was a right ventricular (rv) lead alert triggered due to noise noted on the rv lead egm (electrogram) and the lead exhibited high impedances. It was noted that there were two treated vf (ventricular fibrillation) episodes that appear to be noise and not true arrhythmia with one shock delivered. Also there were 174 non-sustained vts (ventricular tachycardias) that appear to be noise and not true arrhythmias. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.